Event description:
Customer reportedly received results of 6.8 mmol/l and "13.x" mmol/l within 2 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. The alleged product is not available to return for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.